Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reset the pump with assistance from technical support, and the malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to call back if any malfunction code recurs, which they acknowledged and understood.